Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a right and left inguinal hernia repair with mesh. He had revision surgery 7 years and 2 months post-surgery. The patient experienced damages include but are not limited to revision/removal

Manufacturer narrative:
Concomitant medical product: tec1510 parietex std py 15x10cm x1 (lot# sjj00225). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of right and left inguinal hernia repair. It was reported that after implant, the patient experienced abdominal pain, rectal bleeding, diverticulitis, mesh broken into pieces, pieces migrated, injury, bowel perforation, infection, pain, emotional pain, harm, disability, disfigurement, mental anguish, failure of mesh, and death. Post-operative patient treatment included revision surgery, removal of pieces of mesh, antibiotics, and hospitalizations. Information received indicates the patient is now deceased, due to infection from the hernia mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.